Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / localized pain') in a 35-year-old female patient who had essure (batch no. C51064) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in (B)(6) 2018. The patient's medical history included anemia. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2018, the patient was found to have a pregnancy with contraceptive device ("pregnancy on essure"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), dizziness ("dizziness"), fatigue ("fatigue"), alopecia ("hair loss"), headache ("headaches"), genital haemorrhage ("heavy/abnormal bleeding") and mobility decreased ("mobility issues") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal distension, dizziness, fatigue, alopecia, headache, genital haemorrhage, mobility decreased and weight increased had resolved and the pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter provided no causality assessment for abdominal distension, alopecia, dizziness, fatigue, genital haemorrhage, headache, mobility decreased, pregnancy with contraceptive device and weight increased with essure. The reporter considered pelvic pain to be related to essure. The reporter commented: discrepancy noted in implant date ((B)(6) 2015 and (B)(6) 2015) lot number: c51064, production date 2014-04-15 , expiration date 2017-04-30 . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 26-mar-2021: patient´s age and new event added: pregnancy on essure. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / localized pain') in a female patient who had essure (batch no. C51064) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), dizziness ("dizziness"), fatigue ("fatigue"), alopecia ("hair loss"), headache ("headaches"), genital haemorrhage ("heavy/abnormal bleeding") and mobility decreased ("mobility issues") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal distension, dizziness, fatigue, alopecia, headache, genital haemorrhage, mobility decreased and weight increased had resolved. The reporter provided no causality assessment for abdominal distension, alopecia, dizziness, fatigue, genital haemorrhage, headache, mobility decreased and weight increased with essure. The reporter considered pelvic pain to be related to essure. Lot number: c51064 production date 2014-04-15 expiration date 2017-04-30. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 11-mar-2021: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pain / localized pain") in a 35 year-old female patient who had essure inserted (lot no. C51064). Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective" in (B)(6) 2018). The patient had a medical history of uti, fever and anemia. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2018 she experienced pregnancy with contraceptive device ("pregnancy on essure"). Essure was removed on (B)(6) 2019. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), abdominal distension ("bloating"), dizziness ("dizziness"), fatigue ("fatigue"), alopecia ("hair loss"), headache ("headaches"), genital haemorrhage ("heavy/abnormal bleeding") and mobility decreased ("mobility issues") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). At the time of the report, the pelvic pain, abdominal distension, dizziness, fatigue, alopecia, headache, genital haemorrhage, mobility decreased and weight increased had resolved. The outcome of pregnancy with contraceptive device was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered pelvic pain to be related to essure administration. No causality assessment was received for essure with regard to abdominal distension, dizziness, fatigue, alopecia, headache, genital haemorrhage, mobility decreased, weight increased or pregnancy with contraceptive device. The reporter commented: discrepancy noted in implant date ((B)(6) 2015). Lot number: c51064 production date (B)(6) 2014, expiration date 2017-04-30. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The following amendment was made: after company internal review the annex f0101, f15 and f12 were added. No new follow-up information was received from the reporter. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / localized pain') in a female patient who had essure (batch no. C51064) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), dizziness ("dizziness"), fatigue ("fatigue"), alopecia ("hair loss"), headache ("headaches"), genital haemorrhage ("heavy/abnormal bleeding") and mobility decreased ("mobility issues") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal distension, dizziness, fatigue, alopecia, headache, genital haemorrhage, mobility decreased and weight increased had resolved. The reporter provided no causality assessment for abdominal distension, alopecia, dizziness, fatigue, genital haemorrhage, headache, mobility decreased and weight increased with essure. The reporter considered pelvic pain to be related to essure. Lot number: c51064 production date, 2014-04-15, expiration date 2017-04-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-mar-2021: a new reporter (lawyer), new adverse event (bloating, dizziness, fatigue, hair loss, headaches, heavy/abnormal bleeding, mobility issues, weight gain) and new as reported (localized pain) were provided. The patient´s initials, the date of the essure removal, the action taken with drug and the outcome for the adverse events were updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pain / localized pain") in a 35 year-old female patient who had essure inserted (lot no. C51064). Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective" in (B)(6) 2018). The patient had a medical history of undifferentiated connective tissue disease in 2016 and parity 3, multi gravida, heavy periods, drug allergy, esophageal motility disorder, scleroderma, uti, fever and anemia. As concurrent condition the report mentioned abnormal uterine bleeding. Concomitant products included rivaroxaban, ferrous sulphate & folic acid (ferrous sulfate;folic acid), nifedipine, paracetamol, ibuprofen, lansoprazole, amlodipine and mycophenolate mofetil. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2018 she experienced pregnancy with contraceptive device ("pregnancy on essure"). Essure was removed on (B)(6) 2019. On unknown date she experienced pelvic pain (seriousness criteria medically important and intervention required), abdominal distension ("bloating"), dizziness ("dizziness"), fatigue ("fatigue"), alopecia ("hair loss / thinning of hair"), headache ("headaches"), genital haemorrhage ("heavy/abnormal bleeding"), mobility decreased ("mobility issues"), nausea ("nausea"), swelling ("swelling"), deep vein thrombosis ("dvt"), connective tissue disorder (" connective tissue disease"), scleroderma ("scleroderma"), dyspnoea ("shortness of breath"), hiatus hernia ("hiatus hernia"), oesophagitis ("oesophagitis"), heavy menstrual bleeding ("heavy periods"), lethargy ("lethargy"), suprapubic pain ("suprapubic pain"), pyrexia ("fever"), pyelonephritis ("pyelonephritis") and abdominal pain lower ("left iliac fossa pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy ovaries conserved). At the time of the report, the pelvic pain, abdominal distension, dizziness, fatigue, alopecia, headache, genital haemorrhage, mobility decreased and weight increased had resolved. The outcomes for pregnancy with contraceptive device, nausea, swelling, deep vein thrombosis, connective tissue disorder, scleroderma, dyspnoea, hiatus hernia, oesophagitis, heavy menstrual bleeding, lethargy, suprapubic pain, pyrexia, pyelonephritis and abdominal pain lower were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain lower, connective tissue disorder, deep vein thrombosis, dyspnoea, heavy menstrual bleeding, hiatus hernia, lethargy, nausea, oesophagitis, pelvic pain, pyelonephritis, pyrexia, scleroderma, suprapubic pain and swelling to be related to essure administration. No causality assessment was received for essure with regard to abdominal distension, dizziness, fatigue, alopecia, headache, genital haemorrhage, mobility decreased, weight increased or pregnancy with contraceptive device. The reporter commented: discrepancy noted in implant date ((B)(6) 2015). Lot number: c51064, production date: 2014-04-15, expiration date: 2017-04-30. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 19-jan-2024: medical record received. New events nausea, swelling/ dvt, connective tissue disease, scleroderma and shortness ofbreath, hiatus hernia, esophagitis, heavy periods, lethargy, suprapubic pain , fever , left iliac fossa pain are added. Reporter information & medical history added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / localized pain') in a 35-year-old female patient who had essure (batch no. C51064) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in (B)(6) 2018. The patient's medical history included anemia. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2018, the patient was found to have a pregnancy with contraceptive device ("pregnancy on essure"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), dizziness ("dizziness"), fatigue ("fatigue"), alopecia ("hair loss"), headache ("headaches"), genital haemorrhage ("heavy/abnormal bleeding") and mobility decreased ("mobility issues") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal distension, dizziness, fatigue, alopecia, headache, genital haemorrhage, mobility decreased and weight increased had resolved and the pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter provided no causality assessment for abdominal distension, alopecia, dizziness, fatigue, genital haemorrhage, headache, mobility decreased, pregnancy with contraceptive device and weight increased with essure. The reporter considered pelvic pain to be related to essure. The reporter commented: discrepancy noted in implant date ((B)(6) 2015 and (B)(6) 2015) lot number: c51064 production date 2014-04-15 expiration date 2017-04-30. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 6-apr-2021: quality safety evaluation of ptc a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.